Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead experienced syncope. The patient is dependent and noise was observed on the rv channel which was recreated through testing. Pacing inhibition was noted. An invasive procedure was performed. The lead was removed from the header and reinserted. Testing was then performed with no anomalies noted. No additional adverse patient effects were reported.

Manufacturer narrative:
The system will continue to be monitored via remote monitoring and in-clinic follow-up. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating high out of range pacing impedance measurements were later observed. The patient was seen in clinic for further evaluation. Extensive testing was unable to reproduce out of range measurements. The sensing configuration was programmed to bipolar and the pacing configuration in unipolar. No adverse patient effects were reported.